Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7171849, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #:(B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6). Batch/lot number: 7172835, model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 37686545 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
During a routine follow-up visit, it was observed that the patients wound at the implantable pulse generator (battery) site had opened, with clear drainage present. The patient underwent a spinal cord stimulator (scs) explant procedure. The patient was treated with antibiotics. Patient had full recovery postoperatively. The explanted devices were disposed of by facility.